Event description:
It was reported low impedance was found via review of merlin.net transmission. Decreased sensing and noise were observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly found.